Event description:
In addition to what was previously reported, litigation alleges metal poisoning and wear, pain, injury, emotional distress, mental anguish, loss of mobility, loss of range of motion, and disfigurement.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient complained of chronic hip pain. The surgeon believes this will decrease pain. Surgeon stated mild metallosis and trunnionosis related to pain in patients and did a swap to altrix and ts rev head. Doi: 2007/ 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.